Event description:
Between (B)(6) 2025 four separate dexcom g7 cgm sensors failed. Three failed from the sensor failure to read glucose readings correctly. One failed as the device did not inject properly. Shooting the cannula out of the device incorrectly which left a small wound and risks infection. Upon discussing these issues and requesting replacement through the company per their policies and procedures. A replacement of all four sensors was promised on 4/23/2025. Which should have arrived on 4/25. Promised replacement did not arrive. Upon contacting dexcom on 4/28, 4/29, and 4/30/2025 I was informed by multiple supervisors they would escalate my issue but a replacement date and/or tracking info could not be provided. Furthermore, on 4/30 a supervisor advised that they were aware replacements were being promised and not provided but could do nothing to further escalate my request and I would need to wait additional time. No estimate of additional time needed was given. Dexcom is fully aware their products are not meeting quality standards. Yet, they continue to manufacture these sensors and sell them to consumers. They then make false promises to consumers regarding replacement products. This leaves consumers (many of whom are children) without their necessary lifesaving equipment. Dexcom is not properly managing their quality assurance and is knowingly defrauding vulnerable and medically fragile consumers. Reference reports: mw5169927, mw5169928, mw5169929.